Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. Currently there is disease progression with aortic neck dilatation. It was reported that the stent graft has migrated distally with type I endoleak present. The physician elected to treat the patient with an endurant aortic cuff up to renal arteries resoling the migration and type one endoleak. An endurant iliac extension distal to the ipsilateral limb into the right external iliac was implanted, with coiling embolization of the right internal iliac, resolving the distal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (disease progression with iliac artery dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression with iliac artery dilatation).